Manufacturer narrative:
A ge representative evaluated the system and determined that the diodes controlling the power interlock relays were faulty. Ge rep replaced the diodes. System operates as intended.

Event description:
It was reported the system would not power up. No patient injury was reported.